Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl due to an unknown cause. A shot of reli-on drink was consumed to address bg level. A system check was performed and the pump performed as intended. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 42 mg/dl was not entered into the pump or recorded by continuous glucose monitor on (B)(6) 2018. Cgm was not in use with the pump between 1:00 pm and 5:00 pm. The user made two separate bolus requests within 15 minutes twice on (B)(6) 2018. Complaint could not be confirmed. Not using cgm prevents the user from continuously monitoring bg and potentially addressing an impending low bg. It is possible the user overcorrected. There is no evidence of device malfunction.